Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after awakening with a blood glucose of approximately 75 mg/dl that decreased to 65 mg/dl, after which the user ingested oral glucose to raise levels and sought guidance on low treatment and whether a factory reset was needed. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and a request for additional training. Investigation included troubleshooting and referral for clinical training support. Investigation of this case revealed no device alerts or alarms and no device malfunction was identified, and the cause of the hypoglycemic episode remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.